Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The complaint was reopened after the torque wrench was returned to the cqu on november 2nd, 2017. The returned torque handle featured a minor amount of superficial wear in the form of scuffed/worn anodization and surface markings. The unit was submitted for torque testing. Only 6 values could be taken due to the adjuster not moving to either side of the 80 ft*lb setting. Of the 6 values taken, all 6 were above the upper limit considered acceptable by test method. The torque handle was submitted for disassembly. The torque handle featured signs of age in its interior. Multiple components featured signs of wear and rust on their surfaces, including the sprocket. The interior of the handle body is covered with a thick grit of rusty, aged lubricant. The significant age of the torque handle may have resulted in wear and tear building up over numerous uses. The torque wrench has been in service for approximately 10 years prior to failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque handle exerting excessive torque cannot be positively determined from the sample and information provided. A potential root cause may be a combination of rust, wear, and damage to its components across approximately 10 years of uses, resulting in the device exerting more torque than intended. It should be indicated that work instruction wi-5220 revision l was incorporated on may 6th, 2013. This work instruction details the refurbishment process and minor component replacement processes which depuy spine instruments shall follow. Specifically, torque handles which have a current 12-month date etched on the handle to indicate the date of the required maintenance. No date is featured on the handle. Since this handle has been in the field for approximately 10 years, it does not fall within the threshold of depuy¿s refurbishment process per wi-5220 revision l. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque wrench (277040510) is used after attaching x25 driver (279712600). I reported 2 case (complaint (B)(4)). I think fracture and abration of 279712600 is correlated with "277040510". So, this torque wrench (277040510) should inspect to find out reason of problems.